Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site on 10th july as the customer was experiencing quality control issues for ise. They performed diagnostic tests and found stability issues of electrical conductance on cell 1 of the instrument . Calibration passed, but there was poor precision and poor accuracy on qc. There was no report of erroneous patient results generated. The fse replaced ise tubing set for cell 1, replaced sample syringe, reagent syringe and performed calibration. The customer ran qc and verified all results were within range. The customer reported on 11th july intermittent ise high patient results. A verbal result was provide by the customer of an initial sodium (na) result of 156 mmol/l repeated at138 mmol/l. The fse returned to the customer site and replaced four buffer valves. All results were acceptable after this. The customer reported on 16th july erratic ise results. The fse returned to the customer site and noted that the system generated a sample valve error. They replaced the sample valve, performed calibration and qc to verify the instrument performance. The customer continued to monitor the results and reported one sodium flyer intermittently generated during the night shift on 18th july. Initial na result = 153 mmol/l, delta checked by remisol (lis): na = 135 mmol/l; repeated na = 136 mmol/l. The fse was unable to reproduce the problem. They proactively replaced the sample probe, sample arm internal tubing, reference valves for cell 1 and cell 2, ise tube set for cell 1, ise mix motor for cell 1. After this the customer did not report any further issues. The primary failure modes is unknown. There is sufficient evidence to suggest the cause of the questioned results are due to a hardware malfunction although no one part can be implicated as the sole contributor in this event. This report is in relation to the event on 16th july. Report 9612296-2019-01343 is in relation to the event on 11th july. Report 9612296-2019-01345 is in relation to the event on 18th july. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the generation of erroneous erratic patient results for ion selective electrode (ise) on their beckman coulter au5800 clinical chemistry analyzer. There was no report of change to patient treatment in connection with this event.